Event description:
It was reported that the asymptomatic patient presented to the clinic for normal follow-up. It was noted that the atrial lead exhibited a loss of capture at max output and a drop in p-waves. A lead dislodgement was suspected. An x-ray was later performed which confirmed the dislodgement. The device was programmed to vvi mode.